Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer did not observe insulin drip out of the infusion tubing during the load fill tubing sequence. The customer was able to verify that the luer lock connection was loose. The customer secured the luer lock connection, changed supplies and insulin deliveries were successfully resumed. There was no known impact to the customer's blood glucose level.